Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain 103/call pd nurse alarm, which occurred on the homechoice (hc) during use during drain 3. The rn stated the patient called and stated the machine would not fill the last fill. The rn stated that at the end of therapy the machine stated high drain 103/call pd nurse. The rn was not currently near the machine. The technical service representative (tsr) explained the display and advised the rn that baxter would swap the machine. This complaint met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. The registered nurse (rn) returned baxter product surveillance's call on (B)(6) 2012, regarding the reported high drain 103 alarm. The rn stated there was no patient injury or medical intervention associated with this event. The rn stated the patient has not reported any other drain volumes or other symptoms that meet iipv criteria. The rn stated the patient has been continuing therapy on the cycler successfully since then. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, one or more cycles advances to next fill when slow/no flow occurred above the minimum drain volume threshold. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to one or more cycles advancing to the next fill when a slow no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.